Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent an ipg replacement procedure. Patient was doing fine postoperatively with no complications. Explanted product cannot be returned due to facility policy.